Manufacturer narrative:
Pump passed displacement test, operating currents, unexpected restart error test, selftest and off no power. Unit was monitored and no blank display noted. Unit received with minor scratched display window and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level and insulin pump had blank display. The customer¿s blood glucose level was 400 mg/dl. The customer reported battery issue. The customer was treated with manual injection for high blood glucose level. Customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.